Event description:
It was reported that thrombosis, axial length change and ventricular failure occurred. The patient presented with myocardial infarction. The target lesion was located in the mid left anterior descending artery (lad). An antiplatelet medication was given before the procedure and heparin was administered during the procedure. A guide wire was placed in the lad and another guide wire was placed in the first diagonal artery. Predilation was performed and a 24 x 3.00mm promus premier¿ stent was implanted in the lad. Then post dilation was performed without any problem. The guide wire in the first diagonal artery was removed and re-crossed the stent into the diagonal artery. The physician attempted to dilate the struts of the stent with a small balloon catheter but failed. The physician then decided to remove the 2 guide wires and re-cross the lad and first diagonal artery. The physician again attempted to advance a small balloon catheter to the first diagonal artery but was unsuccessful and decided to remove the 2 guide wires again. Upon removal of the guide wire in the lad, resistance was felt so the guide wire was pulled with a little force. On angiogram, it was noted that the guide wire appeared to be broken with the radiopaque tip trapped in the proximal part of the 24 x 3.00mm promus premier¿ stent. Additionally, an axial length change (alc) of the promus premier¿ stent was suspected. Intravascular ultrasound (ivus) was attempted however the imaging catheter was unable to cross the lesion. After a couple of minutes, the physician was able to rewire the lad; however, stent thrombus was noted in the location of the tip entrapment. Reopro was administered and thrombotic aspiration was performed. After several attempts, the physician was able to advance a new guide wire to cross the stent and dilate the area of thrombosis. Then a 3.00 x 38mm non bsc stent was deployed. Angiography was performed and revealed the result at the level of the stent was good, but distally a little thrombus was noted in the lad. The physician then decided to treat the distal lad but the patient's condition started to be compromised. The patient was transferred to another hospital and placed on extracorporeal membrane oxygenation (ECMO) due to ventricular failure and a ventricular assist device (vad) while waiting for cardiac transplantation.

Manufacturer narrative:
Di: (B)(4). Device is a combination product.   (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).